Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing tachycardia. The tachycardia was incorrectly diagnosed by the device as supraventricular tachycardia. The device eventually identified the ventricular tachycardia and provided therapy three times. Physician does not believe the patient was experiencing ventricular tachycardia, but rather supraventricular tachycardia. No intervention was performed. Patient was in stable condition.